Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, and fluids. A leak test was performed and an opening was found on the anterior and posterior. A microscopic analysis was performed which identified a striated edge opening, which is consistent with the use of a surgical tool on the anterior and posterior side. Based on the device analysis the final assessment is: a striated edge opening on anterior and posterior side due to surgical damage.

Event description:
Physician reports leakage of tissue expander. Patient received neoadjuvant chemotherapy and a reconstruction following a mastectomy. Regulatory body reported "the surgeon noticed that there was leakage of saline into the breast cavity when... Injecting the expander prosthesis." The device was neither implanted nor explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: tissue expanders are temporary devices, and are not to be used for permanent implantation or beyond 6 months. Tissue expanders should be removed once adequate tissue has developed. Tissue expansion in breast reconstruction typically requires four to six months. The total expansion period will vary depending on patient tolerance, tissue tolerance, and desired tissue expansion. Adverse reactions may require premature explantation.

Event description:
Physician reports leakage of tissue expander. Patient received neoadjuvant chemotherapy and a reconstruction following a mastectomy. Regulatory body reported "the surgeon noticed that there was leakage of saline into the breast cavity when. Injecting the expander prosthesis." The device was neither implanted nor explanted.

Event description:
Physician reports leakage of tissue expander. Patient received neoadjuvant chemotherapy and a reconstruction following a mastectomy. Regulatory body reported "the surgeon noticed that there was leakage of saline into the breast cavity when... Injecting the expander prosthesis." The device was neither implanted nor explanted.